Event description:
Customer performed a blood glucose test and received a result of 304mg/dl, customer went to the hosp where they tested and received a result of 260mg/dl. The customer retested on customer's device and received a result of 358mg/dl. The customer was given a saline IV and given insulin. It was stated that controls were in range but no values were provided. A request was made for the return of the suspected device and replacement product was sent.